Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there were power on resets in the black box. There was no damage in the battery compartment but the returned battery cap were found to be stripped. The returned battery cap keeps popping off and cannot secure to the pump, intermittent power was duplicated with the returned battery cap. Pump was exercised for 24 hours with the test battery cap; no power interruptions occurred during this time. When booting to the verify screen the display screen has a faded pinkish contrast.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will power off without any low battery warning. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.